Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(6) 2021 the buttons are not functioning properly. Complained has high blood glucose and the display is dim. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No dim display noted. Intermittent response from all buttons due to moisture damage to keypad traces. Device successfully downloaded to thus. Device passed the keypad voltage test. The connector on electrical board 1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Device passed functional testing. No dim display or display anomaly noted during test. Confirmed intermittent response from all buttons due to moisture damage to keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button was sticking and backlight was dimmed. No harm requiring medical intervention was reported. The device will be returned for analysis.